Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. The lot number was not reported and a ship history did not return any devices shipped to the account one year prior to the aware date; therefore a lot history review is not possible. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 distal end separated from jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 distal end separated from jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.